Event description:
It has been reported to us that the tip of the guide wire separated and became lodged inside a previously deployed stent and still remains inside the pt. The physician inserted the guide wire into the pt's left circumflex. The vessel was totally occluded at an angle and the stent showed restenosis. The physician had to advance the guide wire aggressively to advance it forward. While the physician advancing the guide wire through the restenosis stent the tip of the guide wire snagged onto a strut of the placed stent. The physician attempted to unsnag the tip of the guide wire and the tip of the guide wire separated. The physician was able to treat the pt and successfully re-opened the vessel, however, the tip of the guide wire remains inside the pt. The pt is being treated with medicine and is fine at the time of this report. The sales rep and the physician spoke after the event and feel that because of the pt's cronic total occlusion and the restenosis stent that aggressive force was needed to advance the guide wire through the stent.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.